Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device had been dropped, and noted that the display was not cracked. Analysis found that the lower case, battery release and battery drawer were contaminated, the upper case was broken and dented, affecting the keyboard fit, that the lens was cracked, the ring cover, both bail covers, the ring cover and both bails were missing, two case screws were the wrong part, the battery contacts were compressed and the keyboard and serial number label were damaged. (B)(4).

Event description:
The external pulse generator which was returned due to being accidentally dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.